Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep reseated connectors on the power supplies and the motherboard circuit board. The system was tested and is operating as intended.

Event description:
The customer reported that the 2800 system kept giving error messages 428 and 429. No pt injury was reported.